Event description:
Metal on metal depuy right replacement hip implanted (B)(6) 2005 due to osteoarthritis. I experienced a period of relief, followed by increasing pain and discomfort in the right hip in late 2011 to 2012 due to metal on metal hypersensitivity. Labs in (B)(6) of 2012 revealed increased chromium levels. I underwent a modular exchange surgery on (B)(6), 2013 to replace the liner and femoral head. Dates of use: (B)(6) 2005 to (B)(6) 2013.